Event description:
Hospital reports a pt developing a dvt while the navilyst bioflo 6f triple lumen PICC was in place. The PICC was located in the right basilic. The dct was verified via doppler. The pt was treated for the dvt with no further complications or injuries. Further event details are not available at this time. The hospital has been contacted and has been requested to provide additional information to navilyst medical.

Manufacturer narrative:
Although no used devices are being returned to navilyst medical for evaluation, the investigation into this event is still on-going, with additional information expected to be received from the end user hospital. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).